Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device had a sticky trigger. An assessment was performed which found that when the trigger was pressed down it did not spring back to it's original position when released. Also, the cylinder-pin and cent-sleeve were damaged . It was further determined that the device failed pretest for trigger test, check trigger and electronic control unit (ecu) function. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the trigger of the battery oscillator device was sticking. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.